Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope has excessive bacteria on the forceps channel (biopsy channel). The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d9: date returned to mfg, h2, h4, h6, and h11. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.